Manufacturer narrative:
(B)(4). The device has not been returned for analysis; therefore the cause of the complaint could not be determined. Per the apollo instruction of use warnings: always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment. Navigating or repositioning the catheter while it is in a wedged position may cause premature tip detachment.

Event description:
Medtronic received information that during embolization procedure of a middle meningeal-occipital fistula, the tip of the apollo catheter prematurely detached and remains in the middle meningeal artery (mma). While the physician was advancing the apollo catheter in the mma to treat the fistula and the catheter tip prematurely detached. The physician left the tip where it was detached. The vessel was described as moderately tortuous. The physician didn't encounter any friction during advancement of the catheter. Another model catheter was used to complete the procedure. No patient injury was reported.